Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained through the femoral artery. The physician was treating a 100% stenosed lesion located in the moderately tortuous and severely calcified, approximately 5mm in diameter, left superficial femoral artery. This 2mm x 40mm x 145cm sterling es balloon catheter was used to pre-dilate the lesion. The balloon ruptured on the first inflation at approximately 6atms. The device was removed from the patient intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)